Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had motor error alarm, motor position encoder error alarm, and motion sensor test failure alarm. The blood glucose at the time of the incident was 148 mg/dl. The customer was trying to rewind the pump when it just died on him. He was changing the infusion set when it alarmed motor error. There were bad battery alarms in the pump history. They were able to rewind the pump. The drive support disk was normal and the pump was not exposed to high magnetic field. Troubleshooting was performed. The device was not returned for analysis.